Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy was observed due to noise resulting in oversensing on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating the lead was capped and replaced to resolve the event.